Event description:
It was reported to philips that the device gave a remote alert indicating the converter of the x-ray generator had a short circuit, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system on-site and confirmed that the system gave a remote alert indicating the converter of the x-ray generator had a short circuit, which can impact imaging. Review of the system log file showed an error ¿velara exception: 02hh¿. During troubleshooting, the fse found that the velara 2q converter was defective. The fse replaced the velara converter. The defective velara converter was returned for part analysis. The cause of the velara converter failure could not be conclusively determined by the supplier's part analysis, however the replacement of the velara converter by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.